Event description:
Date recall initiated: 2009. Product: shiley 3.0ped cuffless pediatric tracheostomy tube. Lot numbers: 0806000266, 0806000858, 08060000859, 0806001328, 0807000555, 0807001444, 0807002502, 0808000387, 0808000431, 0808002285, 0810000288, 0810000289, 0810000864, 0810000865, 0810001201, 0811000228, 0811000522, 0811000523, 0811000546, 0811000547, 0811001875. This product was manufactured from july 7, 2008 through december 9, 2008 and distributed from july 24, 2008 through december 23, 2008. Use: a tracheostomy is a surgical procedure to create an opening through the neck into the windpipe (trachea). A tracheostomy tube is usually placed through the windpipe to provide an airway and to provide a pathway to remove fluid from trachea and lungs. Reason for recall: the company has recalled this product because complaints received about difficulty inserting: the device used to place the tracheostomy tube into the windpipe (obturator), and/or a suction tube (catheter) into the tracheostomy tube. This problem may require that the tracheostomy tube be removed and replaced.